Event description:
It was reported that the patient experienced phrenic nerve/diaphragmatic stimulation. There was also high rate non-sustained (ns) episodes with short interval counts (sic). Discrimination of the implantable cardioverter defibrillator (ICD) was deactivated. The lead remains use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert. (Lia) rv lead integrity alert warning occurred for increased sic count and 2 or more high rate-ns episodes less than 220 ms on (B)(6) 2014. Sensing integrity counts went up to 172 (within 6 days) along with high rate-ns episodes and evidence of oversensing during (B)(6) 2014. Avg sic count per day was 28.17.